Event description:
It was reported the stylet of an ultrathane mac-loc locking loop biliary drainage catheter was stuck within the catheter. During a percutaneous abdominal drainage procedure, device was advanced into the target site. Upon attempted removal of the stylet, it was dented and could not be removed from the catheter. So, the catheter and stylet were removed and replaced with a similar device. The procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Occupation: customer service. Additional product codes: lje, gbo. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information indicated it was the metal stiffener that experienced the issue.

Manufacturer narrative:
Investigation evaluation: on (B)(6) 2022, cook medical korea received a complaint from ms. (B)(6), a representative at the (B)(6) medical center, located in the city of (B)(6). Upon the placement of the ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult12.0-38-40-p-32s-clb-rh, lot: unknown), the stylet could not be removed from the catheter due to being dented. The catheter was replaced with a new device. The procedure was completed without further complications. Reviews of the documentation, including the drawing, instructions for use (IFU), quality control procedures, and the specifications of the device, were conducted during the investigation. Since the ult12.0-38-40-p-32s-clb-rh, ultrathane mac-loc locking loop biliary drainage catheter, was not returned for evaluation, a device failure analysis could not be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) could not be reviewed due to the lack of lot information. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned product and the results of our investigation, it was concluded that the cause of the event could be traced to manufacturing deficiencies. A CAPA investigation was previously opened to address metal stiffener advancement and removal difficulty. The investigation identified the root causes to be related to manufacturing and implemented corrective actions. The complaint lot was manufactured prior to CAPA implementation. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.